Manufacturer narrative:
The reported event of pump module ail alarms file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 track wise cannot be conducted. CAPA reference: (B)(4). There was no report of patient harm.

Event description:
The customer reported frequent ail alarms in the nicu during primary infusions of albumin at slow infusion rates. The staff reports issue with timing and when to change to normal saline to clear the line. There was no report of patient harm.